Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As alleged, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 7 months post implant of 3d max mesh, patient was diagnosed with infection, abscess, purulent discharge, fibrosis, inflammation, abdominal pain and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, inflammation and migration as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. This supplemental emdr represents the 3dmax (device #1). Additional emdr was submitted to represent the ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - the patient underwent surgery for implant of an unspecified bard/davol 3dmax. As alleged, the patient is making a claim for an adverse patient outcome against the 3dmax. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia and ventral hernia thereby underwent laparoscopic preperitoneal right inguinal hernia repair with the implant of 3dmax (device #1) & transperitoneal ventral hernia repair with the implant of ventralight st (device #2). Per operative notes, ¿an incision was made at the umbilicus. A large right side 3dmax mesh (device #1) was placed into the preperitoneal space, laying flat to the abdominal wall and was secured using absorbable tack. A ventralight st mesh (device #2) was placed into the peritoneal space and pulled up to the abdominal wall using absorbable tacks.¿ (B)(6) 2014 - patient visited hospital for abdominal pain. (B)(6) 2015 - patient was diagnosed with infected abdominal wall mesh and abdominal abscess thereby underwent laparoscopic repair with removal of old meshes (device #1 & #2) and drainage of abdominal abscess. Per operative notes, ¿a large palpable mass was identified within the abdominal wall panniculus draining purulent material. The mass was determined to be a long-standing abscess cavity within the abdominal wall. Dissection was carried down to the abdominal wall fascia where intra-abdominal mesh was identified. The mesh was coming away from the abdominal wall where it was previously dissected. The mesh (device #1 & #2) was completely resected.¿ attorney alleges that the patient had abscess, pain, hernia recurrence, infection, seroma and emotional injuries. It was also alleged that the patient had wound and pain care from sep 2017 through apr 2018 as a result of the multiple surgical repairs initiated as result of the bard abdominal wall mesh.